Manufacturer narrative:
Device will not be returned for investigation. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
Stryker clinical research associate, reported of a cut out and sent op report and sae.